Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge via internal handles. Complainant indicated that the clinician obtained another set of internal handles to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling and defib testing without duplicating the report. The internal handles were subjected to additional functional testing and passed. The device was recertified and returned to the customer. Review of the device logs was unable to confirm any shocks or charge attempts on the date specified by the customer. Evidence/communication supports report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.